Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it showed that upon visual inspection it was noted that there was a dried blood or body fluid in the lead lumens. Hence, the guidewire insertion test failed due to the foreign material in the lumen and it was observed that it was moveable from one end to the other but cannot be pushed out. The foreign material was likely a collection of blood or body fluid and polymer from the lead/guidewire interaction.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not successfully implanted. The physician had difficulty advancing the guidewire into the lead. Additional information was obtained from the field representative indicating that during implant procedure, there was a placement difficulty met due to patients anatomy, hence, when the lead was taken out of the body the physician thought that a blood was coagulated inside the lead making it difficult to advance the wire into the lead. This lv lead was never in service. No adverse patient effects were reported.